Event description:
Wood chip found in sterile arteriogram pack. Discovered upon opening and pack. Entire pack isolated and removed from the ir room. New pack opened but from the same lot. All inventory is from the same lot. Second pack opened and wood chip found in that one as well.